Manufacturer narrative:
Liebel flarsheim field service engineer inspected the injector on january 15th, 2007. Engineer reports that the used syringe safety feature on the injector was not enabled. Engineer enabled the used syringe feature and verified operation of the unit in accordance with the service manual. The injector was returned by the customer to full service.

Event description:
Tyco sales rep reports via phone that customer called on 1/15 to report an air injection. On 1/1: pt having a CT for pulmonary emboli. Alleged that pt injected with approx 100ml of air. Pt coded, was revived and admitted to ICU. No further info is being made available at this time. If additional info becomes available in the future, a follow-up report will be submitted.